Manufacturer narrative:
Per chemistry results, the ir spectrum of the unknown dark brown substance showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material.

Manufacturer narrative:
We received one double dpt - vamp adult kit for examination. Priming solution was visible inside of the kit. The reported event of "contamination in the tubing" was confirmed. Multiple dark brown particulates were found in a cluster inside of the pressure tubing of vamp adult system. The particulates were clustered in a section approximately 0.15" inside the tubing and 26" proximal from vamp reservoir. Particulates were attached to inner surface of the pressure tubing and did not get flushed away during continuous 5 minutes flushing. One sample of the particulates was removed from the tubing and sent to chemistry for further testing. A supplemental report will be forthcoming with the chemistry results. Lot number was not provided, therefore review of the manufacturing records could not be completed. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that after unpacking the pressure monitoring set, contamination was detected in the tubing. There was no consequence for the patient as the event was noticed before use.